Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would shut down, however, it was indicated that the upper universal serial bus (usb) port was damaged which can cause shut down. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that every time the programmer¿s universal serial bus (usb) port was used, the programmer would shut down. The programmer was returned for service. There was no patient involvement.